Event description:
It was reported that during a ptca procedure in the mid right coronary artery, the photon dilatation catheter appeared larger than expected and upon inspection it was revealed that the catheter was labeled incorrectly. The catheter packaging was labeled as a 3.0x15mm; however, the sidearm was labeled 3.5x15mm. Reportedly no pt injury occurred and the procedure was successfully completed.